Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.brightness screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.voltage verification check passed. System air leak test passed.valve actuation test passed.teach pumps test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.there were visual indications of dried fluid under the pump assembly and the bottom cover.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a ¿screen brightness problem¿ on the liberty select cycler. Screen was dim during drain 1 of 5 (1756ml of 2256ml). Display brightness was set to 10. Patient was afraid the screen may give out soon from how dim it appeared. The cycler was replaced due to screen brightness problem. The fresenius technical support representative advised to continue use of this cycler and to contact peritoneal dialysis registered nurse (pdrn) to inform of replacement. Patient will continue to use cycler until replacement get there but does have manuals if screen goes out before replacement arrival. Upon follow up, it was confirmed that the patient was able to complete the treatment on the cycler. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.